Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that a dissection occurred. A percutaneous transluminal coronary angioplasty was performed on the left anterior descending artery (lad). After pre-dilation with a 2.0 nc balloon at 14 atmospheres, a 2.50 x 28 synergy stent was deployed to treat the lesion. The physician suspected a proximal edge dissection in the mid lad which was sealed with another stent to complete the procedure. No further patient complications were reported. The patient was stable and fully recovered.